Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue on the lens. Visual inspection found no visible damage to the lens and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Concomitant medical products" injector model-msi-tf; lot#-unk should have been included. Device code 1494: off-label use (acd < 3.0mm) should have been included. Pre-existing condition: narrow anterior chamber angles should have been included. Pre-existing condition: previous corneal or refractive surgery. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vtich12.1, -8.00/1.5/92 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. The lens was removed within the same surgery due to excessive vault, elevated iop, lens dislocation/subluxation and glare/haloes. On (B)(6) 2019 a replacement lens of shorter length was implanted. It was reported that the problem was resolved, eye is quiet.